Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead displayed high out of range impedance measurements and loss of capture. A revision procedure was performed. A visual inspection revealed the lead was fractured and had insulation damage. An attempt to remove the lead was unsuccessful. The lead was surgically abandoned and the left ventricular lead port was deactivated. A further procedure will be performed to replace the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no return of product is intended, boston scientific cannot confirm nor deny this reported clinical allegation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.